Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incarcerated incisional hernia repair surgery on (B)(6) 2019 during which the surgeon noted he encountered a ball of contracted mesh intensely adherent to the umbilical skin, with strands of mesh protruding through the skin. He partially excised and removed the mesh from the peritoneum. It was reported that the patient experienced severe pain, mesh contraction, mesh infection, mesh migration, mesh extrusion, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1,a2, b7.